Event description:
It was reported that upon tightening the screw in the coracoid graft, the head broke-off during coracoid fixation. It was determined that the screw could not be removed and was left in the patient. Surgeon felt that since it was fully threaded it should stay in graft and glenoid but is concerned as this has happened twice. Case was completed without replacing the screw.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. The heads of two cannulated screws were returned and found to have broken at the shaft just under the head. Fracture face located below the transition area from head to shaft. The shaft is bent on one of the devices. The devices met all material specifications as received. This type of event is typically caused by continually applying torque after the screw is fully seated, prying/leveraging, and/or improper bone preparation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.